Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, when the device was fired for the last firing of delta anastomosis at the fourth firing, the tissue was not cut and stapled completely. When the cartridge was checked, it was found that the staple drivers of the acral part were not up. Reinforcement material was not used. The staples of the acral part were unformed. Another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor commented that he might not have grasped the firing trigger completely, because the firing had been very hard. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.